Manufacturer narrative:
Investigation: one sample was received for evaluation by our quality engineer team. Through visual inspection of the sample, no defects were observed. The protector was found to properly fit the vial and no signs of leakage were shown. As a lot number was unknown for this incident, a device history record review could not be performed and additional retained samples could not be investigated. Based on the investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that bd phaseal¿ protector p15j leaked from the connection of the vial. No serious injury or medical intervention was reported.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ protector p15j leaked from the connection of the vial. No serious injury or medical intervention was reported.